Event description:
Situation: pt had a uterine dehiscence after a cesarean section related to a broken suture. The patient is seen for evaluation of incisional bleeding. Patient was brought to the bed and incision was evaluated. Steri-strips were removed and tissue extruding from patient's incision was consistent with fallopian tube. At this point, incisional dehiscence was called and the operating room team was called in for emergent surgery. Patient and husband were made aware of findings and need for surgery. Dr. Wrote the following note: findings: complete fascial dehiscence with evidence of suture tear midline through the abdominal incision. The knots were intact. Fascia and remainder of tissue normal. No other sutures were noted to be torn upon exploration.